Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted:( B)(6) 2018, w4tr01 crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electronic transmission indicated intermittent atrial under sensing during recorded atrial arrhythmias. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.